Event description:
Healthcare professional reported valve was abandoned at implant. The surgeon had sized for intra-annular placement. The valve was a tight fit and was damaged during the procedure. A smaller size was then implanted. The valve was not returned for analysis.